Event description:
It was reported that the patient arrived on (B)(6) 2014 for her MRI with contrast and everything was normal. The patient entered the MRI and the patient began feeling a jarring sensation around her pump and the skin around her pump. The patient hit the button to stop the MRI. The patient told the MRI tech that the pump was rising up and her skin was rising with the pump during the MRI; it was her entire right side where the pump was implanted that was rising up. The MRI tech told the patient that it was not normal and that the patient needed to follow up with her doctor to see what type of MRI the patient could have. The MRI tech told the patient that the 3.0 tesla was ¿too potent¿ for the pump. The patient went to talk to her doctor the same day and also for some programming. The doctor did not provide her with any recommendations. The patient stated that she was not having problems with her pump; she just needed to know what type of MRI she could have. The device system was delivering morphine. It was later reported that the pump was working fine and the patient was stable.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).